Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported that a graftmaster was used to treat a perforation in the left anterior descending artery(lad) that was caused by a non abbott device. The graftmaster stent was implanted successfully, sealing the perforation; however, the implantation resulted in closure of the first diagonal. There was no additional intervention reported and no additional patient effects. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4).